Event description:
Caller reported a malfunction on pump, identified by a malfunction code 12, with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.